Event description:
It was reported that during a right shoulder arthroscopy being observed on a video screen, the tip of the unit broke off in the pt. Plastic and metal pieces were also noted to have come off the unit at the same time. The plastic pieces were removed first. An x-ray had to be used to locate the metal pieces, which were removed. It was further reported the procedure took longer than usual and the pt was exposed to additional anesthesia and radiation due to the failure of the unit. Another unit had to be used to finish the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. A similar product from lot number 08298ae2 was also involved in this event.